Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 43 mg/dl. Reportedly, the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.